Event description:
The reporter stated that the surgeon attempted to insert an aq2010v three piece silicone lens. The lens would not move smoothly through the cartridge prior to insertion into the eye. No pt contact or injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.